Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. The device failed to meet its specifications. It can be concluded that the device caused/contributed to the reported issue. There was no patient harm reported. The issue was decided to be reported based on available information as reporting in some cases there are underlying causes that may represent a reportable event. Identification of issue has been done by analyzing problem description. Based on received information, there was no on-site visit as the hospital contacted a third-party for repair. Therefore, the root cause of the issue could not be confirmed. H3 other text : 4112.